Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device medication application was not launching. The field service engineer (fse) found medication application failed to launch. The fse stated that the technical support specialist (tss) was able to clear database and confirmed that the medication application was launched. The fse replaced battery to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medapp was not launching. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.